Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle, one suture and one empty winding former were received for analysis. Product code z149h. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the suture was noted to be cut and crushed probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an ear, nose & throat procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened during the surgery. The needle did not fall into the patient. The lot number is unavailable. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.